Manufacturer narrative:
It was reported by facility representative, that a staff member experience irritation, redness, itching and burning after using the gloves. According to the representative the staff using the gloves had previously used the gloves without issue. Prior to donning the gloves the staff member used hand soap, avagard, and had previously washed their hands multiple times. The gloves were reportedly in use for 4 hours before the skin reaction was noted. The staff member required hydrocortisone cream and prescribed steroids for 1 week. That staff member is reported to be getting better. The sample was returned on (B)(6) 2022 for evaluation and no definitive root cause could be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by facility representative, that a staff member experienced irritation, redness, itching and burning after using the gloves.